Event description:
The advocate said the customer's blood glucose readings on the contour meter have been approximately 100mg/dl higher than her blood results on the doctor's meter. The specific readings could not be provided. Depending on the actual blood results, the difference of 100mg/dl between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No products were replaced or are expected to be returned at this time.

Manufacturer narrative:
The initial reporter information was not provided.